Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were locked out of their adaptivestim programming on sunday, so they were locked onto high settings and they really affected the patient. Patient said they went shopping and was just kind of brain dead - patient said they ended up running like 3 stoplights on the way home and so they checked their settings on the controller and noticed adaptivestim wasn't accessible or working and patient couldn't change stim from the high setting. Patient said when they laid down, the stim started to jolt them and their whole body would spasm. Patient asked if that would always happen or if that meant stim was too high. Agent reviewed considerations regarding changes in body position and reviewed patient could try decreasing the intensity for lying down to see if that would help. Patient said they were eventually able to adjust stim down and left it at a lower setting. Patient said they also tried turning stim off for 9 hour to see if they could handle their pain with just the fentanyl pump, but patient had to turn stim back on after 8 hours and mentioned at least they knew that stimulation helped them. Agent had patient unlock controller and patient confirmed they were on group a and only used group a. Patient checked settings and confirmed adaptivestim setting was off. Agent walked patient through turning adaptive stimulation back on and patient confirmed they could access check position in the menu again. The troubleshooting steps that were taken on the call resolved the issue. Patient wondered if adaptivestim was turned off when they reset controller (for charging issues - see related case) and also mentioned they had their pump filled 2 days ago and the doctor reset their controller then too. Agent reviewed information and redirected to doctor if issue persisted.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports the reason they were stuck on high settings and had issues with adaptive stim was "check position wouldn't work had [illegible] over charging me in bed crying until my wife changed settings". Patient reports that they received a replacement controller and re-iterates that "this was a bad deal bad pain went to my brain".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they do not know the cause of the issues they experienced. Patient "shut off and moved levels down turned back on" and called the manufacturer. Patient stated that the issue is resolved.